Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 343 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include headache, feeling faint and acid reflux. The patient was treated with 20 units of insulin and IV (intravenous) fluids. The patient reported being unsure the cannula was properly seated in the infusion site (abdomen). It was unknown when the patient was released from the hospital. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.